Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-09849. It was reported that the patient has a blood infection and had to be hospitalized. The physician does not believe the scs system is infected and did not explant the system. Future surgical intervention may take place to address the issue.

Manufacturer narrative:
Manufacturing reference number (3006705815-2019-03312) should not have been reported as a medical device report (MDR) as there is no indication of malfunction of device or serious injury.

Event description:
Additional information received patient had an unrelated infection which has resolved. System remains implanted.